Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blockage in the line and it had to rewind couple of times. Customer stated that they got multiple alarms. Customer stated that alarm occurred during fill tubing. Customer stated that event was resolved by reservoir. Customer was able to successfully clear the alarm and also completed rewind. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.